Event description:
Leakage of clave port reported. Two incidents were reported of the IV tubing having been primed for use for pts for or. When the IV (hydrating fluid) was started on the pt, and the IV tubing hooked up to the jelco IV access catheter, bleedback, and IV fluid "poured" out of the port. No blood loss or pt harm reported, tubing changed to solve problem. The port had not been accessed prior to the incident. Additional pt info was requested, but no info was available.